Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an operation the seal of the device was broken, there was no patient injury, or death and occurred prior to involvement in the patient.

Event description:
The surgical procedure was a lap inguinal hernia repair with mesh.